Event description:
A caller reported experiencing occlusion alarms. The customer's blood glucose level was 250 mg/dl. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Reportedly, the customer was not filling thae cartridge correctly. Tandem technical support educated customer to fill cartridges using the proper technique per user guide. The customer changed the pump supplies and resumed insulin delivery.